Event description:
Boston scientific received information that during a follow up visit, this atrial lead displayed increased threshold measurements. It was thought the lead was dislodged and had migrated from the implanted position. A revision procedure was performed. During the revision procedure; the helix did not function appropriately and the electrode appeared damaged. A decision was made to replace this lead. The lead was removed, replaced and discarded by the facility. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.